Event description:
It was reported that over a period of 4 weeks, the pt has heard popping sounds and experienced fluctuating volume through the processor, worsening considerably on sunday, the day of the event. The pt was seen in the clinic and testing showed issues with the device's integrity. The patient was able to hear loud sounds during the testing. The results were unchanged when the pressure was applied to the coil or increasing the separation of the dib coil.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.